Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) epicardial lead had high out of range impedance and was fractured. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.